Event description:
It was reported that the user experienced repeated occlusion alerts and consecutive stalled motor alarms on the ilet with a contact detach infusion set, resulting in sustained high blood glucose near 278 mg/dl; a dry run without insulin was successful, multiple supply changes were performed, and the issue resolved only after replacing supplies, with the user temporarily disconnecting to administer a manual injection. Symptoms included dry mouth associated with hyperglycemia. Outcomes included no lasting health consequences or impact once glucose levels returned to normal. Investigation of this case revealed an obstruction of insulin flow associated with the connector/coupler consistent with a deformation problem, aligning with the reported occlusion behavior. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.